Event description:
Complainant alleged that while attempting a cardioversion using stat pads on a pt, the front pad arced from the pad to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.